Manufacturer narrative:
Patient¿s weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. The device remained implanted. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on an unknown date. On (B)(6) 2018, patient underwent surgery for removal of left femoral nail due to irritation of the soft tissue. As per the x-rays taken pre-operative and post-operative, the implants appeared to be fully intact. During the removal surgery, the nail could not be removed and remained in the patient. There was 15 minutes of surgical delay. Patient outcome is unknown. This (B)(4) captures the post-operative irritation of soft tissue that required removal surgery. (B)(4) captures intra-operative event occurred during the removal surgery. This report is for one (1) unknown nail. This is report 3 of 3 for (B)(4).